Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - the patient had a bipolar done a month prior. The wound did not heal and became infected. The surgeon went back in to do an irrigation and drainage (I&d) washout and decided to exchange the bipolar modular and femoral head implants.